Event description:
A patient reported experiencing inaccurate erratic results with an otu meter. The patient's blood glucose results were 55mg/dl, 415 mg/dl. Tests were done within < 1 minute with a difference of 136%. Patient did not experience any adverse events. No further information has been reported.